Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The proglide was used in the common femoral vein to close a puncture exceeding 24f. The electronic perclose proglide instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. The IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494- off-label use- indication for use was added to capture use of prostyle device to close a puncture exceeding 24f.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra implanting procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device, so the suture was not placed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 27f sheath and the micra implanting procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.